Event description:
Baxter received a report from a pharmacy technician involving an automix 3+3/as compounder. According to the facility, the station rotor was very difficult to turn. The unit is being swapped. There was no patient involvement and therefore no patient impact or medical intervention. No further information was available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. It's additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition was confirmed and reproduced during device evaluation. The root cause was due a defective servo motor. The servo motor was replaced to resolve the reported condition.